Manufacturer narrative:
Incident requires FDA MDR report based on the reporting precedence established for this product family for 'premature stent deployment with safety lock in place'; regardless of pt outcome. The zilver device involved in this complaint was discarded and is not available for eval. With the info provided, a document based investigation was carried out. Add'l info received from the rep indicated the safety lock was still in place when the incident occurred and that the stent itself deployed in the duodenum. As the device was not returned for eval the root cause for this complaint could not be conclusively determined. The customer complaint could not be confirmed based on customer testimony. A review of the relevant mfg records revealed no discrepancies that could have contributed to this complaint. Prior to distribution all zilbs-365-8-3 devices are subject to visual inspection and functional checks to ensure device integrity. The relevant personnel have been notified of this complaint issue. From the info provided, there were no adverse effects to the pt due to this occurrence. Quality engineering will continue to monitor complaints of this nature for potential emerging trends.

Event description:
The zilbs stent deployed by itself without any action by the user. The zilbs stent was discarded and another stent was used to complete the procedure. No adverse effects to the pt have been reported as occuring as a result of this event.